Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided the patient experience mesh erosion and a post explant wound infection. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with mixed urinary incontinence, stage 2 pelvic organ prolapse and large fibroid uterus. The patient underwent a two part procedure which included an abdominal hysterectomy with bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a bard flat mesh, burch urethropexy, cystoscopy, suprapubic catheter placement and perineorrhaphy. (B)(6) 2010 - (B)(6) 2010 - the patient had multiple post op office exams with complaints of lower back pain, urinary urgency and stress incontinence. The patient also had multiple doctor office exams with suture and mesh erosion noted. The patient was advised to use a hormonal vaginal cream to assist with the erosion and a pessary for the incontinence. 05/03/2010 - the patient was diagnosed with vaginal graft erosion and recurrent stress urinary incontinence. The patient underwent exam under anesthesia, partial removal of the bard flat mesh and implant of a non-bard davol tvt midurethral sling followed by cystoscopy. (B)(6) 2010 - (B)(6) 2013 - the patient had multiple doctor office exams with complaints of urinary frequency, urge incontinence, left groin pain, uti and was treated with oral prescription medications and vaginal hormonal creams. (B)(6) 2013 - the patient was diagnosed with vaginal mesh erosion and underwent exploratory laparotomy with removal of the bard flat mesh. (B)(6) 2013 & (B)(6) 2013 - the patient had md office exams related to postoperative wound infection. The patient was prescribed IV antibiotics and was later noted as doing well. (B)(6) 2015 - the patient had an md office exam with complaints of vaginal bleeding. On exam, it was noted "a tiny area of erosion on anterior vaginal wall at apex." The patient was not using estrogen cream and was recommended to use for possibly erosion. Patient was also referred to urology for cystoscopy.